Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have fallen four times in a very short period of time and have a large lump in the area where the ins was implant. Patient said it hurt if a lay or sit on it. Patient said they want to make an appointment w/ the dr who implanted the device but they didn't remember the doctor's name or phone number. Patient services provided hcp name and phone number. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2021-may-27. They stated that they don't know that the device had anything to do with the reason for their fall. They did note after, a lump on their butt that hurt if they sat on or lay on it, so they were concerned maybe it had moved. When asked if the fall impacted the system, they stated that they don't know; their doctor checked and said it looked ok. They noted that the issue was not yet resolved, but their doctor was following up to see if possible adjustments need to be made.